Manufacturer narrative:
No information about replaced parts or current status of the ventilator has been received. However, we have received the logs. The logs confirm that the reported high o2 and low o2 concentration alarms have been generated on the date of event. The last pre-use check (puc) was performed 18 days before the event. No puc was performed after the event before the device logs were saved. With this limited information the root cause cannot be determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator had a drifting o2 concentration. There was no patient harm. (B)(4).